Event description:
Reporter provided information on 09/14/2010 indicating that a pt with huntington's disease was in a test canopy bed when the pt slipped under and over mattress in memory foam (which is not a posey product). The pt was found inanimate. The pt was administered first aid and reanimated. Afterwards the pt was no longer in danger.

Manufacturer narrative:
(B)(4). The product reported is not manufactured by posey and was being used with a posey product. There was no posey product malfunction reported. All of the information rec'd was provided by the distributor. (B)(4).